Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2009. The patient experienced a mesh puncture, embedment, vaginal bleeding, vaginal infection and vaginal discharge. The patient was seen by a surgeon and told that the mesh was cutting through the upper side of the vaginal wall causing infection. The surgeon removed a portion of the mesh and suture. The surgeon stated that the suture came loose. The patient had corrective surgery in (B)(6) 2013 and it was reported that her body appears to be accepting the new mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.